Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell on the floor and had been stepped on which resulted in the touch screen becoming shattered. Additionally, the touchscreen was unresponsive and the customer was unable to interact with the pump. The customer's blood glucose level was 237 mg/dl. It was confirmed that the customer had manual injections available as alternate insulin therapy.